Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device, single use instrument. Visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a roticulator, single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while taking a sample of a pulmonary nodule during a thoracoscopic right lower lobectomy procedure, at the moment the handle was pressed for firing, they heard a crashing or cracking sound but no pushed staples.there was poor staple formation and some distal staples were badly formed however there were no fistula or dehiscence. A component of the device broke off but they do not know which component was it. The component could be inside the handle of the instrument. They used another instrument to resolve the issue in order to complete the case. There was no reported patient injury.